Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pain or it hurt when sitting at the implantable neurostimulator site. The patient has tried decreasing stimulation and turning stimulation off but the pain persists. It was also reported that the device was not helping with pain since november (stated as a month to a month and a half ago) (sudden).the patient reported three days later that the pain at the pocket site and back was sudden. It was indicated that patient fell on 01/10/2016. The patient also noted that she has not reached her managing doctor since they fall. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.